Event description:
It was reported that the patient presented to the clinic for routine follow up. Upon interrogation, it was noted that the right atrial lead exhibited noise on the stored electrogram. The noise could be reproduced in the clinic with isometrics and arm movement the lead remained implanted and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.